Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported stroke and patient outcome could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump exchange captured under MFR. Report # 2916596-2021-04768.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had a left ventricular assist device (lvad) exchange on (B)(6) 2021. It was reported that all parts of the previous implant were exchanged including the sewing cuff, due to the old one leaking. The chest was left open due to moderate bleeding. The patient returned to the operating room on (B)(6) 2021 for a washout and antibiotic bead placement and chest closure. The patient passed away on (B)(6) 2021 after having a stroke and becoming septic.